Manufacturer narrative:
Correction: h6: conclusion code should be "67 - no problem detected".

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that telemetry lockout was noted on the device. The lockout was cleared through interrogation. No adverse patient consequences were reported.